Event description:
A (B)(6) customer received a blood glucose reading of 132mg/dl on his contour next link. He felt hypoglycemic so his wife retested him with her contour next link. The reading was 31mg/dl. The customer drank a coke. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant the customer acquired a new meter. There were no strips left and the customer discarded the container, so only the meter information was provided.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.the model# was not provided.